Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample. The home patient (hp) confirmed nothing unusual was noted with the supplies and she had not disconnected. The assignable cause for this complaint was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained the se 2240 alarm indicates air entered the set up and advised the hp to contact her nurse. The hp confirmed nothing unusual was noted with the supplies and she had not disconnected. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who stated she was currently performing therapy with manuals. No adverse event was reported resulting from this report.